Event description:
The customer received a questionable vancomycin result on their integra 400 plus. All repeat testing was performed on the same analyzer. The patient's initial vancomycin result triggered an auto rerun by the analyzer and the customer was unable to provide this result. The auto repeat result was 40.6 ug/ml accompanied by a data flag. The 40.6 ug/ml was reported outside the laboratory. The sample was repeated and the result was 4.2 ug/ml. The sample was repeated a second time and the result was 4.0 ug/ml. The customer deemed the repeat result of 4.2 ug/ml to be correct and it was issued as a corrected report. The patient was not adversely affected by the event. The vancomycin lot number was 63672201 and the expiration date was 03/31/2012. The field service representative could not find the cause of this event. He ran check testing to verify pipetting was normal. He verified the system was operating per manufacturer's specification. The lab manager agrees that the cause of the event was likely due to bubbles since the results were replicated by the field service representative.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation. The customer was unable to provide additional information. No adverse events were reported.